Event description:
It was reported that a follow-up appointment, it was noted that the battery longevity from this device had depleted from two and a half years remaining to three months with an elevated power consumption level (87%). Boston scientific technical services (ts) was contacted and confirmed that a low voltage fault was never declared, but that the device battery was depleting in a manner consistent with hydrogen degradation of the left ventricular capacitors. It was recommended that the device should be replaced within 90 days and it was indicated a replacement procedure would likely occur in february. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.